Event description:
Customer reported several issues with the sensor. Customer stated the sensor only last four days, sometimes the only last three hours. Customer stated that last week the insulin pump started alerting him high blood glucose of 375 mg/dl and customer checked blood glucose which was 170 mg/dl. Customer stated, the device alarmed calibration error when he did not calibrate the sensor. Customer stated the sensor was reading 39 mg/dl and blood glucose was 150 mg/dl on (B)(6) 2014. Customer reported the device has gone into threshold suspend, which was perfectly fine when his blood glucose was going low. Customer had issue when the device goes into threshold suspend in the night and he could wake up with high blood glucose in the morning. Customer also stated the beep on the device was not as load as his old insulin pump. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.